Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter. Product return status : 2 devices were received for evaluation. Evaluation status : 1 event was confirmed during testing, - 1 device was found to be affected by corrosion and a lubrication problem, 1 device evaluation is in progress. Product disposition : 1 device was repaired and returned to the account. Additional information : there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking; 1 event had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact.